Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of vascular dissection is listed in the xience sierra everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous mid right coronary artery. The 3.0x33mm xience sierra stent was implanted; however, a distal dissection was observed and a 3.0x18mm xience sierra stent was implanted to treat the dissection. However, the stent caused another dissection and a third 3.0x15mm xience sierra was implanted to treat the second dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.